Event description:
It was reported that during a peripheral treatment procedure, an atherotome detachment occurred. The lesion was located within a fistula. During the withdrawal of an over-the-wire cutting balloon the balloon became stuck inside the introducer and one of the atherotomes detached. The atherotome and balloon catheter were able to be removed from the patient's body with a lasso device. The procedure was completed with this device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device revealed that only part of the device was returned. The shaft had been cut with the guidewire remaining inside the returned part of the shaft. The balloon was attached to the returned part of the shaft. The balloon showed evidence of being inflated. 3mm of one blade was detached from the proximal end. A second blade was lifted for a length of 2mm from the distal end of the blade but was not detached. A third blade was detached from the balloon for a length of 15mm from the distal end. The fourth blade was fully bonded to the balloon surface with no damage noted. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, an atherotome detachment occurred. The lesion was located within a fistula. During the withdrawal of an over-the-wire cutting balloon the balloon became stuck inside the introducer and one of the atherotomes detached. The atherotome and balloon catheter were able to be removed from the patient's body with a lasso device. The procedure was completed with this device. No patient complications were reported and the patient's status is okay.